Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). H6) f28 - appropriate health impact term/code not available: f1910 - cancelled/aborted surgical procedure. After investigation the event for this cn# is no longer reportable as nothing indicates device malfunction. Summary of investigational findings: a zdes-46-120-us (complaint device) was going to be the second device implanted to extend the treatment area. The first zdes was placed proximally. The second device would not advance through the first stent. The tip and sheath kept getting hung up. The physician did not want to damage the existing stent. Further information could not be provided, and it is therefore assumed that the procedure was aborted. Review of the device history record gave no indication of the device being produced out of specification. Based on the limited information and no device available for evaluation, the exact cause for why the complaint device could not pass the previously implanted zdes could not be determined. Passing a stent in a probably slightly curved area may cause the introduction system tip to get caught on stent segments. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) PMA/510(k): p180001 investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: the device was going to be the second device implanted to extend treatment area. The first zdes was placed proximal. The sencond device would not advance through the first stent. The tip and sheath kept getting hung up. Physician did not want to damage the existing stent.